Manufacturer narrative:
Follow-up #2: date of submission 31-oct-2019 - device evaluation: the pump has been returned and evaluated by product analysis on 16-oct-2019 with the following findings: a review of the pump black box showed no power interruptions. A visual inspection of the pump revealed the battery compartment was cracked. A leak test revealed a battery compartment leak. The returned battery cap was undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on and exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and moisture damage was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas received additional, clarifying information on 25-apr-2019 indicating that the original claim of moisture in the pump was no correct. The reporter clarified that there was no alleged moisture ingress to the pump and only the power issue remains.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump had a power issue with moisture inside the battery compartment. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.